Event description:
An impella 5.5 device was inserted via the left axillary artery in a 77-year-old female patient presenting with cardiomyopathy. Patient's medical history included coronary artery disease. In the operating room, the purge reservoir at the red plug was found to be crushed. Upon further assessment, the purge reservoir was noted to be cracked and broken at the yellow luer-lock connection, rendering the team unable to reconnect the purge line, resulting in pump failure. The reported events are fluid leak, product damage, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was maintained without any known adverse events.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.